Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in a calcium value of 0.56 mmol/l and when repeated on a second analyzer, it resulted as 2.24 mmol/l. The second patient sample initially resulted in a calcium value of 0.47 mmol/l and when repeated on a second analyzer, it resulted as 2.21 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Calibration data from (B)(6) 2021 to (B)(6) 2022 was provided. The last calibration performed for calcium was ok. Quality control data from (B)(6) 2022 to (B)(6) 2022 was provided and was ok. No control result from the day of the event were provided. Upon review of the provided alarm trace, a mixer error was observed. It was also noted that abnormal probe aspiration alarms, an abnormal probe up/down alarm, and calibration errors occurred in the approximate 2 weeks prior to the event. The field service engineer checked the analyzer and determined the issue to be related to reagent pipetting. The engineer performed repairs on the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.